Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of error e333 touch panel error could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite ii video system center had a e333 touch panel error. The procedure was diagnostic. During evaluation, the customer did cycle power to clear the e333. There was no procedural or patient involvement associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.